Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons on the customer's insulin pump became unresponsive while trying to deliver a bolus. The customer changed out the battery twice but the issue remained unresolved. She customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 471 mg/dl. Nothing further was reported.